Event description:
T was reported patient underwent a revision due to recurrent dislocations, stiffness, pseudotumor, and torn abductor tendons. The head, liner, locking ring, and femoral neck were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown kinectiv neck-unknown, 00801803202-femoral head sterile product do not resterilize 12/14 taper-60892282, unknown- unknown locking ring-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01189, 0002648920-2022-00105. Customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records provided and reviewed by a health care professional. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. The radiographs were reviewed and identified increased lateral inclination of the acetabular cup. This can predispose the arthroplasty to dislocation. No detected periprosthetic abnormality to confirm the reported incident of pseudotumor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.